Event description:
Patient was admitted to the hospital ICU for reasons unrelated to the device. Earlier in the day, the patient had a run of vf that was observed on the telemetry unit ECG recorders. Upon interrogation, it was observed that the device had not delivered any hv therapy and no episode was recorded to correspond to the vf event recorded on surface telemetry. The patient was moved to a dnr status and device left programmed in original settings.

Manufacturer narrative:
No medwatch form was received.